Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders it was reported that the hcp said "I told you not to fall" and walked out of the room. The patient had a fall. The patient was in the yard adn fell, after the fall the dbs system stopped working all together. Patient services offered doctor listings for another opinion and reviewed that they could be paged out to check the device/discuss possible solutions. The caller said they loved the therapy when it was working, but then wanted nothing to do with it. The caller declined listings. There were no symptoms reported. There were no further complications reported.